Event description:
Info received indicates the CPR function was not functioning.

Manufacturer narrative:
The tech found the CPR mechanism had grease on it that had become gummy. He cleaned all of the old grease from the CPR mechanism and re-lubricated the assembly to repair the bed.